Event description:
I had switched from saline to silicone implants. My life from there had a downward spiral. I had such intense panic attacks that I became suicidal. I could not sleep. I had extreme insomnia, intense anxiety, brain fog, memory loss, I could no longer work. I had the life of dreams living in (B)(6) and now I am living at home back in (B)(6), (B)(6) years old with no money with my (B)(6) year-old son and husband. I had everything ahead of me and my life has been taken from me. Since I have removed them almost 3 weeks ago, I feel so much better. I instantly had some rashes. Is it here that I've had for over five years? My cystic acne instantly cleared up. I am already seeing improvements in my hair loss in such a short amount of time. I had over 40 symptoms related to breast implant illness. It is so scary to me and so unfortunate how important the money is over health to people. I set my life savings going from dr to dr finding out what was wrong with me and nobody could figure it out, nobody had any answers; I had to figure it out by myself and thank god for these women that have went through what I went through silently suffering and no longer are we going to do that and I am going to shout it from the rooftops until this gets fixed. It's not ok to just take people lives from them. I went to every dr and had every test under the sun everything that pretty much comes back normal. Except for elevated ana, they thought I had lupus and elevated liver enzyme's. But no reason why intense inflammation in my scalp causing hair loss but no answer why. Do you have a picture of the product? Yes. FDA safety report ID # (B)(4).